Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. The same user facility reported two similar events, see MDR 3013394970-2017-00109 and 3013394970-2017-00110. Device is currently under investigation.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the incident happened after the anchor had been set and probably the collagen disc was placed; the doctor realized he could not pull out the angio-seal device, it was stuck; the doctor had to use force to get it out of the patient; manual compression was required; the doctor reported difficulties pulling the device back had occurred 2-3 times in the last few months; during first two cases he did not evaluate it as product related problems, the third time he figured it was too much; hemostasis achieved by manual compression; and it was reported there was no harm caused to the patient. Additional information received on may 29, 2017. The patient is doing okay, after manual compression there was no further complications for the patient. In the end the procedure was successful. The main concern was that they had difficulties retrieving or pulling back the angio-seal which had happened in this particular event for the third time, the first two times they were surprised or confused and thought, this could happen, and when it happened the third time, they thought there must be something wrong. Additional information received on may 30, 2017. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up. No 1 to provide the device evaluation. One 6f angio-seal vip was returned for evaluation. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance was seen on the returned components. The aluminium packaging was returned as well. The leading leg of the anchor was visible in the carrier tube upon closer inspection. The hemostasis sheath was in a curved shape as can be seen in the attached pictures. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted and the tamper tube was revealed. The tamper tube was advanced over the collagen to successfully form the anchor/collagen knot. The device worked as intended. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non-deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.